Manufacturer narrative:
No evaluation possible at this time. The implant has not been removed from the patient nor has the identifying lot number been provided. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
A post-op lateral film taken (B)(6) 2018 revealed the set screw located at the s1 had backed out of the construct. The arsenal spinal fixation system was originally implanted on (B)(6) 2018.